Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, the trailing haptic broke off when the lens was injected into the patient eye. The lens was explanted and the stand-by lens was implanted without any issue in the same procedure. Additional information was received, there was no patient harm.